Manufacturer narrative:
The customer reported bubbling, and returned one unopened representative sample of material 2420-0007, lot 24125242. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water by gravity and left to run for several minutes, along with pressure testing using a syringe. No issues or defects were found in the set. No root cause was able to be defined. The issue was unable to be addressed without a replicated failure. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite infusion set had air in line. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that making bubbles after priming.